Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to an unknown reason. The lead remains in service. No additional adverse patient effects were reported. Additional information from the field indicated that the lead was revised due to dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.